Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was alarming no delivery even after a battery and infusion set change. The customer's blood glucose was 122 mg/dl. The customer stated the alarm occurred during a lunchtime bolus. During troubleshooting, the customer stated that insulin was not exiting and that there was a greater than normal resistance with the plunger push. The customer explained that the alarm was caused by an infusion set or reservoir connection. The customer was advised to replaced the infusion set and reservoir. The customer did not return the product for analysis.